Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the heavily calcified distal superficial femoral artery. A 3.0mmx100mmx150cm sterling¿ sl balloon catheter was advanced for dilation; however during first inflation at 8 atmospheres, the balloon ruptured longitudinally. The device was completely removed from the patient's body. The procedure was completed with another sterling balloon. No patient complications were reported and the patient's status was fine.